Event description:
A user facility reported that a 38 year old female underwent laparoscopy for pelvic inflammatory disease. Postoperatively, the pt experienced a severe sore throat and had difficulty swallowing. Local erythema was noted, and the pt was treated with steroids. The pt's symptoms resolved in about two weeks. The user facility suspects the mask involved in this case was exposed to a phenol-based cleaner, contrary to the product labeling which warns against such cleaners, and has taken it out of service. The adverse effects section of the labeling states that a service or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. This report contains info from third party sources, the accuracy of which has not been confirmed by the reporter. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, or reporting party caused or contributed to the reportable event.